Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an insulation anomaly; extreme fibrosis was suspected. The lead was reprogrammed. The atrial lead then exhibited a loss of capture and low impedance. No medical intervention or patient symptoms were reported.